Event description:
According to the reporter: when the device was deployed the shaft broke. The surgeon safely removed the device and trocar. The device was replaced and the case was continued. No further report of product issue was made.

Manufacturer narrative:
Date of supplemental report #01: 08/17/2009.